Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the customer, a proximal femoral nail antirotation (pfna) extraction screw was already broken when the ortho kit arrived in the hospital. The tip of the instrument was broken. There was no surgical or patient involvement this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation site: (B)(4). Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip (nearly the whole thread) on the proximal end is broken off and missing (not returned for investigation), this thus confirming the complaint description. Otherwise, the part is in a used but good condition. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Drawing/specification review: drawings and revisions are in accordance to DHR of production lot 8604016. All relevant features are defined on the used drawing revisions of DHR of production lot 8604016. Summary: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in november 2013. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Unfortunately we are not able to determine the exact cause which has led to this occurrence. We can only assume that for the breakage may have been insufficient connection with the blade. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. Since we are not aware of exactly circumstances during the surgery we suppose that a handling error must have led to the breakage. To prevent such problems, it is necessary to operate according to the technique guide (dsem-trm-1214-0253-1). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 03.010.411. Lot: 8604016 . Manufacturing site: bettlach. Release to warehouse date: nov 06, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.